Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient elected not to have the device changed as the patient was never in a paced rhythm on the trans telephonic monitoring checks. The device will be left in the patient.